Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. No moisture damage was found on the keypad, motor, battery tube, or vibrator assemblies. The device was unable to undergo the displacement test or be verified for a motor error alarm due to the blank display. The motor passed the motor test. The following physical damage was also noted: cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that she dropped her insulin pump in the pool and received a motor error right afterward. The patient's blood glucose at the time of incident was 180 mg/dl. The customer also mentioned seeing fluid behind the screen. Troubleshooting was initiated for pump exposure to fluid. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.